Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: post op x-rays from t10- s1 fusion demonstrates rod fracture at l3-4 unilaterally. Fusion status is unknown. Instrumentation and lumbar lordosis otherwise appears appropriate. Root cause: indeterminate.

Event description:
It was reported that, on (B)(6) 2016, patient was pre-operatively diagnosed with spinal stenosis and underwent posterior instrumentation, decompression, alif (anterior lumbar interbody fusion) at l1-iliac. On an unknown date,post-op, the rod broke. The broken part is still inside the patient. New operation is being planned. No patient complications were reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.